Event description:
It was reported that pump cartridge stopped working during the night. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.